Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the pump found some cosmetic damages. On investigation the battery compartment was found to be cracked. In addition, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly. (B)(6).